Manufacturer narrative:
The returned device was evaluated and the soft cannula was observed to be twisted and torn, fluid was observed exiting the tear. The cause and timing of the damage could not be conclusively determined. The formed needle was observed to be exposed and the linkage assembly was not fully retracted. The formed needle was found to have a bend in it. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin.

Event description:
It was reported while a patient was wearing a pod between 24 and 36 hours their blood glucose level rose to 385 mg/dl. As treatment, the patient rested, drank water and had taken metformin (500 ml) medication in the morning. In addition the patient administered boluses and applied a new pod. The patient's blood glucose and insulin history are as follows: (B)(6).